Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 5 states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture," and, "biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2016-00314 & 00316). Return expected, not yet received.

Event description:
During a partial knee arthroplasty, an ankle strap fractured. There was no patient injury or delay as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history was not possible, as the lot number is not present on the instrument; however, obvious wear of the strap indicates multiple uses and suggests it was conforming to specification and fit for use when it left the manufacturer. Examination of the strap revealed marks and splitting at various locations. The most likely root cause of the event is wear and tear of the strap and use of the device beyond its useful life; however, a conclusive root cause of the event cannot be determined with the available information.